Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaints escalation, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syr pca gripper recall 2017-dom- 04/17/2019 14:34:12 dwayne davids (ddavids) biomed contact eric pickett 832-797-9720 ejpicket@texaschildrens.org 05/28/2019 05:42:33 marites malig (mmalig) phone 858-458-7000 7000 est rcl to mnr repair due to front cover(cracked up left corner) rear case(broken btm lt cnr) barrel clamp (cracked holder) 06/04/2019 13:14:44 lauryne wasan (lwasan) npi confirmed updated from rcl to mnr for the minor repairs needed per melvin pascua, service tech. Repair approved by cathy pitt, purchasing, at clpitt@texaschildrens.org for $354. Use new po#19-1088050 06/17/2019 06:47:01 marites malig (mmalig) phone 858-458-7000 7000 carriage block replaced due to worn out split nut (no split nut available) 06/17/2019 09:59:24 annette a mendez (amendez) 1001901752570007703000102839887240 01/31/2020 06:51:56 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.